Event description:
The impacting ring and impaction handle was assembled. Prior to impaction of the final implant, the impacting ring was verified to engage and disengage easily from the shell. The shell was impacted using the impacting ring. The surgeon turned the impacting ring clockwise to release. It turned but would not disengage from the shell and surrounding soft tissue. The surgeon applied pressure to disengage the impacting and in the process, the shell moved and had to be repositioned. The impacting ring was finally pried loose using an osteotome. The surgery was completed successfully.

Manufacturer narrative:
Manufacturing records and quality documents were reviewed. The manufacturing and quality document review confirmed that all impacting rings released to the field of lot number 095923 (21 impacting rings manufactured and 21 sent to (B) (4)) conform to the specification valid at the time of manufacture. The complaint device is currently in transit. An investigation into the root cause and possible corrective action for this specific complaint device is in progress but not complete at this time. Due to previous impacting ring complaints and investigation results an immediate corrective action was implemented. The surgical technique and impacting ring instructions for use were updated to introduce a trial of the impacting ring with the shell prior to surgery in order to reduce recurrence. In addition, the impacting ring must be tightened with the proper tool and the impacting ring should not be forced when engaging the shell. However, the trial of the impacting ring prior to surgery did not prevent recurrence in this case. As a result the manufacturer initiated a recall on 01/13/10. A new improved design of the impacting ring was introduced by reworking the existing product. It will improve assembly between the two devices by increasing the clearance between the two devices to account for potential dents caused by impaction over time. The product removal and labeling change were reported to the (B) (4) district, recall coordinator on 01/25/10.